Event description:
It was reported that the pod was removed after 3 days of use due to signs of an infection. The reporter stated they were not aware they needed to change the pod site; the new pod was placed on the same site which worsened the infection. The reporter stated the pod site was swollen, infected, and there was pink/yellowish liquid observed. The patient did seek medical attention and was examined by a nurse practitioner who prescribed an antibiotic named flucloxacillin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.